Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient requested device explant, as she was unhappy with device function/unhappy that she had a device. She had multiple accusations about the device, including a recall on the lead. Accusations are not supported by device interrogation, recent recalls, or the explanting physician. No specific complaints or adverse events were reported. Should additional information be received, this file will be updated.